Event description:
Reporter stated that the surgeon inserted a single piece collamer lens model cc4204bf into the patient's eye and noticed that the lens had a tear in the optic. The surgeon cut the lens to remove from the eye and inserted another lens. No patient injury.